Event description:
It was reported by service report that the head end of the bed would not run down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Device evaluated by biomedical technician at the account. Conclusion - cpu sent to account for installation.